Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 350 mg/dl. Customer stated elevated bg's are due to the settings needing to be adjusted and stress. Customer delivered a bolus and injection to bring bg levels back to target range. Recommendation was made to discuss diabetes management with their health care professional.